Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarm during selftest and had high idle current due to faulty component on the frequency board. The insulin pump passed prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test. Unit had cracked reservoir tube lip and scratched display window.

Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 83 mg/dl. The blood glucose reading at the time of the event was 581 mg/dl. Customer was high for more than 24 hours. Customer experienced frequent urination and fatigue. Diagnosed diabetic ketoacidosis. Nothing further reported.